Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt experienced pain at the ipg site with stimulation on and off. The pt stated she was going to wait to see if the pain subsides before pursing intervention. The pt was advised to contact her physician.